Event description:
Knee redness [erythema]. Pyrexia [pyrexia]. Joint swelling [joint swelling]. Knee effusion [joint effusion]. Knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) female pt, initials (B)(6). The pt's med history is significant for osteoarthritis and cholecystitis. On (B)(6) 2011, the pt initiated the first synvisc injection of 2 ml into the knee. The synvisc lot number was not provided. During the night of (B)(6) 2011, the pt developed joint swelling, knee redness and pyrexia (38.9 degrees celsius). On (B)(6) 2011, the pt's knee was aspirated of 50 cc of joint fluid and the pt was given an injection (steroid or some other drug) of anti-inflammation agent. On (B)(6) 2011, synvisc was permanently discontinued. On (B)(6) 2011, the pt visited the hospital as a part of her regular visit for rheumatoid arthritis. On (B)(6) 2011, lab tests were performed. The results obtained were: c-reactive protein: 0.9 and white blood cells: negative, which indicated that the event was not due to injection. On (B)(6) 2011, the pt recovered from pyrexia and joint swelling and was with no pain. The pt's outcome for the event of knee effusion was not provided. Relevant concomitant medications reported include: 25 mg of etanercept (genetical recombination) 2/1week for rheumatoid arthritis; 12.5 mg of methotrexate for rheumatoid arthritis and 4 mg of tiroide for rheumatoid arthritis. The intensity for the events of joint swelling, knee redness, knee effusion and pyrexia was not provided. The reporting physician assessed the relationship between synvisc and the events of joint swelling and pyrexia as possibly related. The relationship between synvisc and the events of knee redness and knee effusion was not provided by the reporting physician.

Manufacturer narrative:
Eval summary: add'l info was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.